Event description:
A national external quality assessment service reports receiving positive rubella igg results for one external quality survey sample when tested by the analytical e module, roche elecsys rubella igg, and by a different instrument ortho vitros eci. Other instruments used to test the survey sample generated negative results. Exact date of testing not provided. Units of measure = iu per l. The following survey sample mean results were determined to be discrepant: roche analytical e module gave 12.0; ortho vitros eci gave 11.8. Roche kit not specified gave 13.4; abbott architect gave 1.1. Biomerieux vida gave 2.0 iu per l, and diasorin liaison gave 5.7. No pt samples were involved in the testing. If additional info is received, appropriate notification will be provided.